Event description:
During a ptca/stenting treatment procedure, the hydrophilic coating in the proximal and middle portion of the choice pt guidewire was peeling off. The pt was asymptomatic during this event. The pt had had a bx sonic 3.5/28 mm stent placed into their right coronary artery three mos earlier. Presently, pt demonstrated 100% restenosis of a bifurcated stent in their mid left coronary artery. Significant resistance was met with insertion of the guidewire across the lesion. The physician initially used an aqua 2.0/20 mm balloon in an unsuccessful attempt to cross the lesion. Then he used a stormer 1.5/20 mm balloon to predilate the lesion. Finally, he successfully deployed a cypher 2.5/23 mm stent across the lesion. At this time he noticed the peeling coating of the choice pt guidewire. This guidewire was removed and replaced with another choice pt guidewire to successfully complete the procedure. No coating was retained in the pt's body. No pt injuries or complications were reported. Pt status is reported as 'good.'